Event description:
Customer reportedly obtained a result of 156 mg/dl on the advantage system and took his normal 50 units of levemir insulin. Around forty-five minutes later, the customer passed out and tested 32 mg/dl on a paramedic's device. The paramedics treated customer with unknown methods and transported the customer to the hospital. Upon arrival, the customer was given a glucose IV and glucose gel. Requested return of suspect system and replacement sent.